Event description:
It was reported that after insertion of the iab, the pump began experiencing helium leak alarms. The helium bottle and pump tubing were exchanged, but the alarms continued. The iab was removed without any complications.